Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was prompting an "error 2" message. Per the onetouch ultrasmart owner's booklet, a used test strip or a problem with the meter could cause this error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message began to appear the same day at 11:00am. The cca noted that the patient manages her diabetes by taking a combination of oral medication (metformin) and two types of insulin daily. The patient stated that she takes 14 units of r insulin 2x/day and 54 units of n insulin in the morning and 40 units night. It is not known what action, if any, the patient took regarding her diabetes management as a result of the alleged error message. However, approximately 45 minutes after the alleged issue began; the patient claimed she developed symptoms of feeling dizzy, sweaty and nauseous. At 12:30pm that afternoon, the patient reported drinking organ juice as a result of the issue. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique and that the reported strips appeared in good condition. The cca walked the patient through a successful blood glucose test at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.